Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were dispatched due to a low blood glucose of possibly below 20 mg/dl on (B)(6) 2017. The customer was given glucagon shots, peanut butter, and crackers. The customer was found unconscious. The customer was off the insulin pump less than 48 hours prior to the incident. The customer also experienced a blood glucose level of 424 mg/dl and treated with the insulin pump. The customer fell because of the low blood glucose. The insulin pump will not be returned for analysis.